Manufacturer narrative:
Device was used for treatment, not diagnosis. Ahn, et al (2016). The fate of adjacent segments after anterior cervical discectomy and fusion: the influence of an anterior plate system. World neurosurg, 89, 42-50. This report is for an unknown cervios chronos (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Patient pertains to asd; osteophytes; disc herniation; disc signal change; cage subsidence; reoperation; pseudarthrosis; and less than 100% fusion rate at final follow-up visits. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ahn, et al (2016). The fate of adjacent segments after anterior cervical discectomy and fusion: the influence of an anterior plate system. World neurosurg, 89, 42-50. The authors conducted a matched cohort study to compare anterior cervical discectomy and fusion with cage alone (acdf-ca) and anterior cervical discectomy and fusion with cage and plate (acdf-cp) to treat adjacent segment degeneration (asd) diagnosed by the use of computed tomography (CT) and magnetic resonance imaging (MRI). In the acdf-ca cases, a polyetheretherketone cage filled with a mixture of hydroxyapatite/b-tricalcium phosphate, cervios chronos (synthes) was used. In the acdf-cp group, cervios chronos and the skyline anterior cervical plate (johnson and johnson professional, inc., raynham, massachusetts, USA) were used. Sixty-eight male patients who were diagnosed with cervical degenerative disc disease underwent single-level anterior cervical discectomy (acdf) between april 2011 and january 2013. The patients were divided into two groups: acdf-ca (33 patients; age: 49.42 years) and acdf-cp (35 patients; age 48.37 years). Follow up occurred for at least two years with plain radiographs, CT and MRI. Results included: acdf-ca group: asd (four) as seen on CT and MRI; asd (two), posterior osteophyte (two), disc herniation (one) and disc signal change (one) as radiologic findings; cage subsidence (nine); pain intensity for the neck increased 12 and 24 months postoperatively; reoperation due to pseudarthrosis and subsidence (one); and 78.8% fusion rate at final follow-up visit. Acdf-cp group: asd (nine) as seen on CT and MRI; asd (three), osteophytes (three), disc herniation (four) and disc signal change (two) as radiologic findings; cage subsidence (four); and 91.4% fusion rate at the final follow-up visit. This is report 1 of 1 for (B)(4). This report is for an unknown cervios chronos.